Event description:
It was reported that on (B)(6) 2011, the pt experienced decreased level of consciousness and was hospitalized. The pump side port was easily aspirated; csf was sent to the lab. The pump rate remained at 256 mcg/day. The drug infused was lioresal. The pt was constipated. The pt's level of consciousness improved. The pt was discharged (B)(6) 2011. On (B)(6) 2011, the pt again experienced decreased level of consciousness. The pt was admitted. The pump rate was decreased from 256 mcg/day to 6.2 mcg/day. The pt was discharged (B)(6) 2011 at 100 mcg/day. Following the cone beam CT, the plan was to perform a catheter revision if the pt's symptoms recurred. On (B)(6) 2011, while the pt was hospitalized due to a gi bleed, the pt experienced decreased level of consciousness. On (B)(6) 2011, the catheter was replaced. A partial kink was noted with leakage of csf around the catheter. The pt was discharged on (B)(6) 2011.

Manufacturer narrative:
(B)(4).